Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient presented with chest pain and dyspnea on exertion. The patient had diagnostic catheterization which showed microvascular decompression. The patient elected to go with percutaneous coronary intervention (pci) route. The patient was taken to the catheterization lab for impella assisted pci. It was noted that the patient developed a pontine stroke and had left side weakness. The physician is asking for stroke risk in patients that get an impella cp. The impella cp was successfully weaned and explanted.